Event description:
As reported, during use in patient, this fogarty arterial embolectomy catheter broke. The wire was extracted with a lot of force, however a small piece still stuck in the lower leg. Additional surgery was not needed. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, no product was returned for evaluation despite due diligent attempts. Nevertheless, images were provided for review. Based on the image evaluation, the report of "catheter broke" was confirmed. Four images showed a catheter packaging tube from reported model and lot number. Three images showed a catheter with what appeared to be distal tip completely broken and a wire coming out from remaining distal area of the catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through a catheter body, visual inspection, and a balloon inflation inspection process.